Manufacturer narrative:
Date of event is estimated. E1 Initial reporter phone number- (b)(6).

Event description:
It was reported that patient experienced ineffective therapy and had communication difficulties between the IPG and external devices. Imaging confirmed lead migration. As a result, surgical intervention was undertaken on (b)(6) 2026 wherein IPG, and lead were explanted and replaced to address the issue.